Event description:
It was reported that there was a leak where the extension line was connected. It is unknown if the patient was connected at the time of the event. This event occurred during priming of peritoneal dialysis therapy. The technical service representative advised the patient to refer to their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.